Event description:
Boston scientific received information that during a follow up visit, there was concern that the battery of this device with a competitor right ventricular lead was depleting more rapidly than expected. Despite no programming or pacing percentage changes; during the past three years, the battery longevity calculation has been reduced from five years remaining to two years remaining. The device is programmed vvir 60-130ppm with output settings at 2.5v at 0.4ms. No changes have been made; this device remains implanted and in service.

Manufacturer narrative:
According to available information, this device remains in service. When a decision has been made to replace this device or should additional information become available, this event will be updated.